Event description:
It was reported that the patient presented at the emergency room. Upon interrogation, the right atrial (ra) lead exhibited noise. The ra lead was capped on (B)(6) 2023 and was replaced. The patient was in stable condition.

Event description:
New information noted that the right atrial (ra) lead exhibited noise and led to oversensing.